Event description:
Pt with a long history of degenerative joint disease received one intraarticular injection of synvisc hylan g-f20 in both right and left knees. Within 10 hrs, pt developed dizziness and within 17 days, suffered a myocardial infarct and passed away from severe atherosclerotic cardiovascular disease, complicated by acute pneumonia.